Event description:
It was reported that a malfunction and a temperature alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly. The customer reverted to manual injections for insulin therapy.